Event description:
Boston scientific received information that this pacemaker and an unknown right ventricular (rv) lead exhibited low pacing impedance measurements during an implant procedure. Previous impedance measurements of the chronic lead with the previous competitor device was 215 ohms. The physician suspected the lead might be a low impedance lead. Hence, the physician decided to continue with the implant. No other issues were noted. The patient was discharged and normal follow up will be continued. The patient is not pacemaker dependent. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.